Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. A self-expanding 75cm wallstent endoprosthesis was chosen for venous recanalization and stent placement in the lower extremity. When the package was opened, the catheter outside the stent was found to be broken, with a rough surface. The procedure was completed successfully using another device of the same type. No patient complications occurred as a result of this event.